Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold and was slightly dislodged. It was reported that a dialysis catheter was placed in the patient that slightly dislodged the rv lead. The rv lead threshold was around 3.3 volts (v) at 1.0 millisecond (ms). The patient was dependent so the physician planned to increase the output at 5.0v at 1.0ms. Additional information from the field representative indicated that the rv lead output was increased and the patient underwent device change out. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.